Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 6.

Event description:
Unomedical reference number (B)(4) . Event occurred in the united states it was reported that the patient faced issue of 6 infusion sets cannula being bent since 01-jun-2023, the event occured within 3 hours of insertion after being in use for 1 day. The site of insertion was at abdomen. The blood glucose level of the patient was 330 mg/dl which was resolved by replacing infusion set and resuming insulin. On (B)(6) 2023 the blood glucose was reported to be 550 mg/dl for which the patient was taken to the emergency room. The treatment included bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.